Manufacturer narrative:
Stryker evaluated the customer's device and observed that the device will not turn on when the lid is opened. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device will not turn on when the lid is opened. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device will not turn on when the lid is opened. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
A stryker product assessment center technician evaluated the device and determined the reported issues were caused by a failed reed switch. The issue was resolved by providing the customer with a replacement device. The device was archived by stryker.